Manufacturer narrative:
Lead information: brand name: evoke cap12 percutaneous lead kit: 60cm. Model: 102878. Catalog: 3008. Lot/batch number: 9015604946. Manufacture date: 17 may 2023. Expiration date: 16 may 2025.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported migration of the evoke closed loop stimulator (cls) along with pain at the cls implant site. The patient additionally reported inadequate pain relief. The physician¿s evaluation and x-ray imaging identified one lead was positioned too lateral, which contributed to the inadequate pain relief. A revision procedure was performed to replace the cls and lead and resolve the reported event.